Event description:
The user facility reported that during diagnostic bronchoscopy, the tip of the bronchoscope slightly came off. There was a little piece of metal exposed and open. The physician scraped the patient's tissue and bleeding was noted. The physician tried to control the bleeding but the method was not specified. The procedure was completed using a non-olympus scope.

Manufacturer narrative:
The bronchoscope was returned to olympus for evaluation. The evaluation confirmed the user's report and found the distal end cover cracked and lifting from the c-body. There was a small portion of the distal end cover that was missing, which caused the bronchoscope to fail the leak test. The distal end bending section cover glue was missing. The distal end cover had a sharp edge which likely contributed to the reported event. There was no evidence of fluid invasion in the bronchoscope. The bronchoscope was serviced and returned to the user facility.